Event description:
A physician reported following an intraocular lens implant procedure, he is struggling to see well. He describes a faint second image off to side of whatever he tries to focus, like a persistent shadow. There is a fold in the posterior capsule and the doctor is debating doing a yag thinking this is the cause of his symptoms. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).